Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. A customer received unspecified adc sensor scan result in comparison to unspecified readings obtained on a competitor brand meter. The customer experienced loss of consciousness and was unable to self-treat. The customer was seen in a hospital where a laboratory result of 56 mg/dl was obtained, and the customer was administered intravenous glucose for the diagnosis of hypoglycemia. A post-treatment laboratory result of 123 mg/dl was obtained, and no additional treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Data was extracted using approved software and extraction was successful. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Sensor state 7 with event code 11 and sensor state 8 with event code 9 and 10 are an indication that the sensor had terminated due to an intentional non-fatal error introduced by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance.functionality test will be performed on the sensor to verify if sensor is functioning as intended. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly); no issues were observed. Performed an smu (source measurement unit) test using connector key to ensure the sensor's electronics were functioning correctly and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. The passing of functionality testing was an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. A customer received unspecified adc sensor scan result in comparison to unspecified readings obtained on a competitor brand meter. The customer experienced loss of consciousness and was unable to self-treat. The customer was seen in a hospital where a laboratory result of 56 mg/dl was obtained, and the customer was administered intravenous glucose for the diagnosis of hypoglycemia. A post-treatment laboratory result of 123 mg/dl was obtained, and no additional treatment was reported. There was no report of death or permanent impairment associated with this event.